Event description:
Technician alleged brakes not holding.

Manufacturer narrative:
Technician found all 4 brakes ratcheting while in brake mode. Technician replaced all 4 casters and brake/steer linkage to resolve the issue. No pt impact.